Event description:
It was reported that during a da vinci si hysterectomy procedure the jaws of the harmonic curved shears (hcs) insert fell apart and the thicker portion of the grip fell inside of the patient. The broken piece was retrieved and the planned procedure was completed via traditional open surgical techniques. The initial reporter indicated that the case conversion was due to the patient's anatomy and unrelated to the hcs insert malfunction.

Manufacturer narrative:
The hcs insert has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert is returned (post-evaluation) or if additional information is received.